Event description:
It was reported that intermittently, an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Bg level was addressed with a correction bolus via the pump. Reportedly, the customer cleaned the speaker holes, reloaded the cartridge and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.